Event description:
The patient in the (B)(6) had reported to lifescan that the test strips vial label stated the control solution acceptable range in the incorrect unit of measure, mmol/l. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were evaluated, and found to be mis-directed product. This lot of test strips was shipped to (B)(4), and correctly labeled with the mg/dl uom. The test strips had been mis-directed to the (B)(6), which uses the mmol/l uom. There was no malfunction of the product. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The patient in the (B)(6) had reported to lifescan that the test strips vial label stated the control solution acceptable range in the incorrect unit of measure, mmol/l. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were evaluated, and found to be mis-directed product. This lot of test strips was shipped to portugal, and correctly labeled with the mg/dl uom. The test strips had been mis-directed to the (B)(6), which uses the mmol/l uom. There was no malfunction of the product. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.